Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7077540.

Event description:
It was reported that the patient underwent a lead revision wherein one lead was pulled down to capture better leg coverage. The patient was doing well postoperatively.